Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer verified that the compressor was running on alternating current (ac) power. The tse recommended inspecting the power cord and the ac connection. The customer will repair the unit themselves.

Event description:
It was reported that, during patient use, the ventilator compressor became inoperative. The patient was transferred to another ventilator without harm.